Event description:
The customer reported the ventilator restarted and alarmed while in use on a pt. The customer reported there was no pt harm. The manufacturer's field service tech was unable to duplicate the customer reported problem. The service tech reported a diagnostic code that indicated a ventilator restart. The service tech replaced the cpu, sensor and main boards, power switch, power supply and power cord as a precaution. Performance verification testing and extended self testing (est) was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na